Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous right external iliac artery (eia). The 4.0 x 60 sterling balloon catheter was advanced over a non bsc guide wire for pre-dilatation. During the first inflation, the balloon ruptured at 6 atms. The procedure was completed after successful implantation and post-dilatation of an unspecified stent. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)